Event description:
When the green top- bd lithium heparin blood collection tubes were used, no blood would go into the tube. When removed and another one tried, blood went into tube. No known harm to patient, delay in collection.